Event description:
Customer reported meter results of 572 mg/dl, 244 mg/dl, and 462 mg/dl within 10 mins on the compact plus sys. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.